Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported for a couple months, their implant wasn't acting right. The patient said they couldn't turn their stimulation up high enough to get any vibration or stimulation. The patient confirmed they were seeing a 'settings not available' message on the controller when they tried to increase stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient met with a manufacturer representative and they fixed the problem t emporarily. However, it was not message up again. (Con, rep): additional information was received from the patient. Patient called back repeating information from previous call and that the issue is not resolved. Patient mentioned that they spoke to the rep that set their controller up; patient added they primarily use group a and c but it went wrong and wouldn't let them change the output or go deeper or low. Patient noted they tried group b and for a time they only could adjust on group b; patient followed up saying group b is now doing it and they need a meeting with a rep. Agent asked when the issue started and patient stated they guess friday or saturday. Agent reviewed role of rep and offered to send an email; patient did not have controller with them during call. Agent sent email to the field. Pt called back in and agent walked pt through changing language back to english and redirected pt in regards to their settings not available message. Patient reported that their stimulator did not let them change the intensity of the stimulator. Patient said they were stuck on group c and could not go to any one of the others. Agent asked patient if they were getting a message when trying to increase stim and patient said they would try on the call to explain what was happening. Patient switched to group b and stated they still see the same program 1. Patient pressed the up arrow to try to increase their stim and said settings not available, cannot provide your desired intensity settings came up. Patient mentioned that they had this problem once before. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated this message occurred maybe just a couple of days after they had the last issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.